Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had anterior phimosis. The surgeon saw it early post-operative and the patient came to surgeon 7 months post-op and it was still there. The patient had 20/25 vision but hates her night vision due to halos. The patient also saw an ophthalmologist who she said told her the iol was put in the wrong place, which the surgeon felt as not accurate. Additional information has been requested. This report is associated with multiple complaints. This file is 1 of 2.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).